Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Dr. (B)(6) pulled an option elite to place. He felt resistance and filter wouldn¿t go through the sheath. So, he took everything out and pulled a second option elite. The second one he felt resistance again and then felt the filter go through the sheath and deploy in the upper ivc. When he removed the sheath, the filter apex tilted against the wall and was extremely difficult to retrieve. He finally got it and was able to use a 3rd filter to complete the case.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. Quality engineer, manufacture engineer and complaint analyst reviewed the sample returned from the customer. Customer returned two delivery catheter sheaths and first delivery catheter sheath was damage. Second delivery catheter sheath had pusher wire inserted in the delivery catheter sheath and cartridge snapped fit with the delivery catheter sheath and one loose filter (out of the cartridge). Second delivery catheter sheath was investigated under the cc#: (B)(4). Visual inspection identified pusher wire was inserted in the delivery catheter sheath and was unable to be removed from the delivery catheter sheath due to the dry body fluid. Cartridge was snapped fit within the delivery catheter sheath and was not able to be removed. Filter was loose (out of the cartridge). Functional testing of the device identified no damage on the filter. Filter was soaked in warm water for 2-3 seconds and filter opened as intended without any problem. Based on the evaluation of the returned device, this complaint could not be confirmed. No corrective action is required at this time because a manufacturing defect could not be confirmed.

Event description:
Dr. (B)(6) pulled an option elite to place. He felt resistance and filter wouldn't go through the sheath. So, he took everything out and pulled a second option elite. The second one he felt resistance again and then felt the filter go through the sheath and deploy in the upper ivc. When he removed the sheath, the filter apex tilted against the wall and was extremely difficult to retrieve. He finally got it and was able to use a 3rd filter to complete the case.